Event description:
The customer reported to beckman coulter (bec) that latron controls were out, r flags were obtained on nucleated red blood count (nrbc) as well as low event on differential on the unicel dxh 800 coulter cellular analysis system. A leak of 100 ml, containing blood and diluent was found in association with this issue. The leak was contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing a laboratory coat and gloves. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. No erroneous results were generated as a result of this event. There was no death, injury or effect to patient treatment. The customer ran out of latron during troubleshooting and discontinued using the instrument, and waiting for latron control to arrive.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found the luer lock #8 in the sheath tank compartment was disconnected. The fse reconnected the luer lock and cleaned up the leak resolving the issue. The fse verified that the power supply and power supply controller card were working. The fse returned to the customer's site the next day to replace the mrc (module resource controller), vcsn (volume, conductivity, scatter) temperature card, pressure card and solenoid board and associated cables that were wet by the leak. The fse performed alignments and latron adjustments to complete the service verification. Failure mode was attributed to the luer lock #8 associated with the sheath tank. (B)(4).